Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the pump black box data revealed a cs 165 call service alarm related to exceeding the total daily dose. The total daily dose was confirmed to be set at 100 units in the pump settings. The bolus and basal amounts were reviewed in the pump history, and were found to correctly add up to the total daily dose on the event date. The recorded cs 165 call service alarm was emitted appropriately since the insulin delivery totals reached the total daily dose, and further delivery would have exceeded this amount. The pump was exercised for 24 hours with no errors, alarms, or warnings.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was alarming that the maximum total daily dose was reached. During troubleshooting, the total daily dose history for one day did not accurately reflect the bolus history for that day. The time and date settings were reviewed, and the time was inaccurately set an hour ahead on the same day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.